Event description:
The hcp reported the pump was explanted due to "not working." It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.